Event description:
The nurse reported a system message displayed during surgery. The system was rebooted and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and found the system message in the event log. The signal cable was replaced as a diagnostic measure. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).